Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
An application support manager (asm) was at site providing surgery support and during visit observed the surgeon place a bandage contact lens (bcl) on a (B)(6) year old female patient's right eye (od) on (B)(6) 2018 possibly due to epithelium defect. The patient was 20/40 (super high myope). The treatment was completed.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
It was reported that patient is still 20/40 uncorrected visual acuity and 20/20 best corrected visual acuity for the non dominant eye.